Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The device serial/lot number was unknown. Concomitant med products and therapy dates: drill bit device, (B)(6) 2020. The manufacturing location is currently not available. Device manufacture date: the device manufacture date is currently unavailable. The reporter¿s complete address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: serial number unknown; (B)(4).

Event description:
It was reported from (B)(6) that during an open reduction internal fixation surgery for a humeral shaft fracture using the multiloc long, it was discovered that the radiolucent-drive device did not work. It was reported that during the distal screw insertion of the distal side stopper, the drill did not advance. It was further reported that the sound of the device was abnormal, and it stopped working. The reporter stated that because the connection part between the radiolucent drive and the drill bit device was hot, the user cooled it with physiological saline and drilled again. According to the reporter, the device worked for a while, but it stopped working with an abnormal sound. It was reported that because the issue occurred about five times during the surgery, the user stopped using the device, and managed to drill holes without the radiolucent drive. It was reported that the user switched to a freehand drill. It was reported that the surgery was completed successfully with a thirty-minute delay. It was not reported if there was a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. .

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. G1-2: the manufacturer location was unknown in the initial report. The location has been updated to oberdorf. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. H4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 3/7/2017. D4: serial number: the serial number was unknown in the initial report. The serial number has been updated as (B)(6). Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: this device was returned for evaluation. A visual and functional assessment was performed which determined that the device passed all the pre-repair diagnostic assessments and no failures were identified. Therefore, the reported condition was not confirmed. An assignable root cause was not determined, and no problem detected. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).